Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, stent damage occurred. The target lesion was located in the mid left anterior descending artery. The physician used an 6fr jl 5 unspecified guide catheter and pt2 guide wire to advance to the target lesion. After pre-dilating the target lesion with a 2.5 x 12mm emerge balloon, they attempted to advance an 8mm x 2.50mm ion drug-eluting stent however, it did not crossed the lesion. They removed the stent delivery system (sds) and attempted to reinsert the sds back with a 6fr non bsc guideliner but it would not exit and it was stuck in the guideliner, so they removed the sds again and noticed that the distal end of the stent had flared out. They attempted to deliver another 8mm x 2.50mm ion stent but it did not cross the lesion again. The physician decided to stop the case due to this. No patient complications were reported and the patient's status is fine.